Event description:
Heart mate 3 controller v.1.5 breaks off the power to the pump causing lost consciousness to patient and death must follow if nobody can change the controller defect by the controller spare.